Event description:
I thought I had developed a sinus infection but after trying to remedy the situation with otc meds there was no improvement. I talked to dr and was prescribed amoxicillin and after entire treatment I'm still dealing with sinus issues/headaches etc. I use a dreamstation CPAP w/humidifier and started with sinus issues a good while back, now just finding out about recall issues with machine. I paid cash for my machine, as my insurance didn't cover. I can't afford to go out and purchase a new one. I just paid this one off! I drive truck for a living, hauling wide loads, without my machine I literally fall asleep numerous times throughout the day. I don't have another alternative to using my machine. I can't afford to replace it on my own, but I definitely can not go without using it if I want to keep my job. My dr. Said he could give me a new script for a new machine, other than that he advised no help. FDA safety report ID# (B)(4).